Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staples were not deployed evenly but deployed on the same spot. The same issue occurred three times. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 05/16/2022. D4: batch # 464a17. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with four reload present along with the device. The reloads (b, c, d & e) were received fully fired and with the swing tab in the locked position. In addition, several b-formed staples and staple legs not properly formed were received inside of a plastic bag. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. When positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as during testing no malformed staples were noted, and the device performed without any difficulties noted. Although some returned staples were found to be malformed, no conclusion could be reached as to the cause of the staple malformation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.